Manufacturer narrative:
(B) (4) stuck in stent.

Event description:
Percutaneous coronary intervention (pci) was performed in a 75% stenosed lesion with calcification and moderate tortuosity in mid left anterior descending (lad) artery. A stent was implanted and then the intravascular ultrasound (ivus) catheter was used to observe the lesion which became stuck on the stent. No resistance was noted while tracking through the stented area. In an attempt to remove the ivus catheter, the imaging core was removed from the ivus catheter, a guidewire inserted through the ivus catheter sheath and the ivus catheter was successfully removed. The procedure was completed with another ivus catheter. The stent was fully deployed and well apposed. No patient injury was reported and the patient status was reported as "good".

Event description:
Percutaneous coronary intervention (pci) was performed in a 75% stenosed lesion with calcification and moderate tortuosity in mid left anterior descending (lad) artery. A stent was implanted and then the intravascular ultrasound (ivus) catheter was used to observe the lesion which became stuck on the stent. No resistance was noted while tracking through the stented area. In an attempt to remove the ivus catheter, the imaging core was removed from the ivus catheter, a guidewire inserted through the ivus catheter sheath and the ivus catheter was successfully removed. The procedure was completed with another ivus catheter. The stent was fully deployed and well apposed. No patient injury was reported and the patient status was reported as "good".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. A similar complaint was found in this lot, however, review of the information found the cause was due to operational context and not related to labeling or manufacturing. Visual inspection of the returned catheter revealed a crack in the female luer connection and fluid inside the telescope and distal tip assembly. No other anomalies were observed. A test guidewire was inserted into the guidewire exit port and no indication of resistance in tracking the guidewire into the catheter was noted. Image characterization testing revealed that a good square image appeared in the system and the product performed within specification. Fluid was leaking from the crack in the female luer connection when the catheter was flushed during testing. It cannot be determined when the crack in the luer connection occurred, but it likely did not contribute to the stuck in stent issue. A review of the device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment.¿ the review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the returned device, dfu review and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.